Manufacturer narrative:
(B)(4). Method: the mr290v vented autofeed humidification chamber provided with the rt380 adult dual heated evaqua2 breathing circuit kit was returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. Results: visual inspection of the returned mr290v vented autofeed chamber identified a crack on the dome of the chamber. Additional analysis identified evidence that the chamber had been subjected to an external mechanical force. Conclusion: the reported leak was likely be due to a crack on the dome of the mr290v vented autofeed humidification chamber. Based on our investigation, the crack is likely to be due to an external mechanical force. The mr290v vented autofeed humidification chambers are designed and tested to conform to iso 5367 breathing tubes intended for use with anaesthetic apparatus and ventilators. All mr290v vented autofeed humidification chambers and rt380 adult dual heated evaqua2 breathing circuits are pressure and flow tested during production, and those that fail are rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject breathing circuit kit would have met the required specifications at the time of production. The user instructions for the rt380 adult dual heated evaqua2 breathing circuit state the following: do not use the chamber if the seals are not intact when received, or if it has been dropped. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure there is a water supply connected to the chamber and that water is present within the chamber. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.

Event description:
A healthcare facility reported via a fisher & paykel (f&p) healthcare field representative in ireland that an rt380 adult dual heated evaqua2 breathing circuit was found leaking during patient use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The subject rt380 adult dual heated evaqua2 breathing circuit has been requested to be returned to f&p healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility reported via a fisher & paykel (f&p) healthcare field representative in ireland that an rt380 adult dual heated evaqua2 breathing circuit was found leaking during use. There was no reported patient consequence.